Event description:
Per the clinic, the patient experienced no communication with the internal device. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.